Event description:
It was reported that the insulin pump has an unresponsive keypad after it was dropped in water. The blood glucose reading was 130 mg/dl. The customer stated that she went to program the device and it began to have scrolling numbers. She then dropped the device again. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on keypad traces. No scrolling number anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.